Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on:(B)(6) 2020. H.6. Investigation: one 10ml syringe in an opened blister pack from batch 9233256 was received and evaluated. It was observed there was some brown particulate outside the fluid path, attached to the bottom of the plunger rod. The particulate appeared to be oil and was large enough in size to be rejectable per product specification. Potential root cause for the foreign matter defect is associated with the molding process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that an unspecified number of bd 10ml syringe luer-lok¿ tips experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: brown dirt inside the syringe.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd 10ml syringe luer-lok¿ tips experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: brown dirt inside the syringe.